Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation

Event description:
Complainant alleged that during functional testing, the device failed to power. Complainant indicated that there was no patient involevement in the reported malfucntion.